Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, a probable root cause could not be identified. In addition, the following reportable malfunctions were identified during device evaluation: plasma kinetic radio frequency (pkrf) board failure and socket select board (sprf connector) failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the generator experienced failures on the plasma kinetic radio frequency (pkrf) board and the socket select board (sprf connector). There was no patient involvement.